Event description:
The customer's mother reported that the customer passed away. The customer's mother stated that she found the customer unresponsive and he was hospitalized prior to his passing. The customer was getting home dialysis and was alone when he passed away. The cause of death was not known at the time of the report, but the customer was wearing the insulin pump at the time of death. The customer's mother stated that prior to his death, the customer noted in his daily dialysis journal that the insulin pump was not working. The customer's mother had removed the battery from the insulin pump because it was beeping when she found it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.